Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump gave too much insulin; patient suffered hypoglycemia, lost consciousness, and was taken to the hospital with a blood glucose level of 20 mg/dl. Caller reported patient was treated with a glucose drip. Requested return of the alleged device for evaluation.